Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and short v-v intervals. The rv lead was explanted and replaced. It was also noted the right atrial (ra) lead failed atrial position check. The ra lead remains in use. No patient complications have been reported as a result of this event.